Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: patient was implanted with matrix construct, l2-l4 on an unknown date. X-ray, MRI and clinical assessment was performed and surgeon noted it looked like the l4 screw had moved and the cap was either undone or the head no longer appeared to be locked. Revision surgery scheduled for (B)(6) 2012; surgeon removed the pedicle screw and replaced with an 8mm screw and bone cement. This is 3 of 3 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received on (B)(4) 2012. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.